Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, and the pump was unable to charge despite using multiple wall adapters. In addition, the battery gauge was observed to be fluctuating. The customer's blood glucose was 137-139 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.